Event description:
Three to four days after the pt's stimulator was programmed, without notice, it went to a higher stimulation almost causing the pt's knees to give way; her son was able to catch her. The pt experienced stimulation in the wrong location. There was no known accident or incident related to the event. It was determined that the leads had migrated. The leads were replaced.

Manufacturer narrative:
.